Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector had leakage and flow issues. The following information was provided by the initial reporter: "hard to get the needle free connector to fasten. It comes off the syringe when you start using it. Also leakage because it is difficult to get the drip hose to attach to the needle free connector."

Event description:
It was reported that the bd maxzero¿ needleless connector had leakage and flow issues. The following information was provided by the initial reporter: "hard to get the needle free connector to fasten. It comes off the syringe when you start using it. Also leakage because it is difficult to get the drip hose to attach to the needle free connector. "

Manufacturer narrative:
H6: investigation summary: a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21125529. The feedback provided by the customer indicates that it is difficult to form a connection between the maxzero and an unknown syringe, which can result in leakage from the connection. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.